Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that a wearable failure occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient experienced both a sensor error and sensor failure while using a continuous glucose monitoring (cgm) device. At approximately 12:00 pm, the patient developed symptoms consistent with hypoglycemia, including difficulty speaking clearly, confusion, severe weakness, shakiness, and a general sense of uneasiness. A co-worker assisted the patient by providing juice to treat the hypoglycemic event. Following treatment, the patient returned home to recover and did not seek emergency medical care or further clinical evaluation. The patient later replaced the sensor with a new device. At the time of reporting, the patient¿s condition was described as stable. Performance data was reviewed. The allegation was confirmed due to findings of wearable failure. The probable cause was determined to be prolonged data blanking. No additional event or patient information is available.